Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors. The pannus in this case was impacted by the progression of the patient's underlying valvular disease pathology with nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (serial number, UDI number), h3, h5, h6 (component code, type of investigation, investigation findings, investigation conclusions), h8. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors. The pannus in this case was impacted by the progression of the patient's underlying valvular disease pathology with nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (health effect - impact code, device code).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article, the following event was identified as pertaining to an edwards device: balloon valvuloplasty for 1 case and re-aortic valve replacement for 2 cases after implantation. Literature: during the follow-up term, 3 cases were required reintervention (balloon valvuloplasty: 1 case, re-tricuspid valve replacement: 2 cases). Leaflet immobility due to pannus growth was observed on the explanted valves. Progression of leaflet fusion was assumed as trend of increasing mean pressure gradient was confirmed after 4 years from the implant surgery. (B)(6) during the follow-up term, re-intervention was required and re-tricuspid valve replacement was performed for two patient.